Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test on (B)(6) 2022. Confirmation pcr testing was performed (platform unknown) on 07jun2022 which generated a negative result. No additional information was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Additional information: d4: expiration date. Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 193682 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 193682 and device part number 195-430wl / lot 190616. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 193682 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.